Event description:
It was reported that patient experienced a shocking/jolting sensation in the low back near the spine when the implanted device was turned on. There was no accident or incident related to the complaint, and patient said that the shocking stopped after the device was turned off.